Event description:
It was reported that balloon leak occurred. The target lesion was a thrombosis located in the right iliac vein. A 12.0x40mm, 75cm gladiator elite balloon catheter was advanced for dilatation. However, upon inflation, it was noted that the pump's pressure did not increase. The device was removed and the balloon was found leaking. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. The device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure. A visual and microscopic examination was performed on the returned gladiator device. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was noted escaping from a longitudinal tear in the balloon material. The tear was approximately 1mm in length and began at the proximal edge of the proximal markerband. A visual and microscopic examination of the balloon identified no issues with the balloon material that have contributed to the balloon damage. A visual and microscopic examination found no issue with the markerbands of the device which could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.